Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working. Upon revision, a fluid loss was identified in the cuff, the fluid loss was caused by a puncture in the cuff; therefore, the aus was removed and replaced with a new one. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff had a cut due to tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. Leakage test revealed that the cuff had fluid loss due to tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection, leak and functional test. The balloon was visually inspected, leak and functionally tested. Visual inspection revealed that the balloon was identified to have folds. The balloon passed the leakage test. The balloon failed the functional testing with an output pressure above the specification. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of hole/perforate, fluid leak and mechanical issue unable to be confirmed. However, there are several failure modes of the device that could lead to hole/perforate, fluid leak and mechanical issue which include but are not limited to a device malfunction. Therefore, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working. Upon revision, a fluid loss was identified in the cuff, the fluid loss was caused by a puncture in the cuff; therefore, the aus was removed and replaced with a new one. No further patient complications were reported.